Manufacturer narrative:
The impella device was not received from the customer; it was reported after the device was explanted, it was subsequently thrown away. Therefore, an evaluation/analysis of the device was not possible. Should any new information be received, a supplemental manufactuer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support (mcs), and during support, the patient experienced an intracranial hemorrhage. The patient arrived at the emergency department and was diagnosed with urinary tract infection. The patient was sent home, returned and was admitted for shortness of breath. Twelve hours later, the patient was intubated and septic and multi-organ failure. The decision was made to implant an impella cp and cannulate for venovenous extracorporeal membrane oxygenation (vv ECMO). The patient was tolerating the impella mcs well and on the fourth day of support, a plan to go to the operating room for ECMO decannulation and determine whether the patient needed to upgrade to an impella 5.5 or not as noted. The physician explained to the family the outcome was grim but will use transesophageal echocardiogram to determine flow and function. Head scan later this day showed intracranial hemorrhage. The patient was unarousable with sedation off for approximately 24 hours. Heparin was discontinued due to the bleed. Due to the intracranial hemorrhage, the family was deciding on comfort care. The following day, it was noted the impella cp was explanted. It is unclear if the patient was placed into comfort care. Based on the information at hand the device was explanted with a survived outcome.